Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received via fedex in an explant kit, submerged in clear 0.2% glutaraldehyde solution. All leaflets were flexible and intact. All leaflets were in the closed position. All commissures appeared intact. Remnant tan-brown host tissue was observed along the outflow margin of attachments of leaflets 1 (l1) and 3 (l3). There was no evidence of distortion or damage to the frame. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported atrio-ventricular (av) block is a type of conduction disturbances. Conduction disturbances are known potential adverse effects per device instructions for use (IFU). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. No mitigating treatments or procedures were required by physician to address the issue. In this case, no treatment was reported for the pvl and av block. In addition, the patient experienced chest pain post implant. In this case, it was reported that per the physician the valve was likely impeding the blood flow into the left main coronary artery resulting in the chest pain and electrocardiogram (ECG) changes. Vascular access related complications, such as occlusion are a known potential adverse patient effects per the device IFU. With the limited information available, a conclusive cause of the occlusion cannot be determined. A number of factors can affect the creation of thrombus (clot), including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. The valve was returned for analysis. The valve leaflets were flexible and intact. All leaflets were in the closed position. All commissures are intact. Remnant tan-brown host tissue was observed along the outflow margin of attachments of leaflets 1 (l1) and 3 (l3) (figure 4). There was no evidence of distortion or damage to the frame. In summary, the valve shows no defects or unusual characteristics or anomalies can impact this event. Coronary occlusion is a known potential adverse event in the device IFU associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). However, with the information available and product return analysis, the conclusive cause of the coronary occlusion cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was not returned therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, echocardiogram showed mild paravalvular leak (pvl). An electrocardiogram (ECG) showed sinus rhythm with 1st degree atrio-ventricular (av) heart block with premature atrial complexes with aberrant conduction and left ventricular hypertrophy (lvh) with repolarization abnormality. The patient experience chest pain intermittently since the valve was implanted. 4 days after the valve implant the patient was admitted due to midsternal non-radiating chest pain rated as a 9/10 that lasted longer than it had previously. The chest pain improved with nitro. 5 days after the valve a heart catheterization was performed. The ostium of the left main was unable to be selectively engaged. Non-selective engagement revealed a left main low in the coronary sinus. Per the physician it was thought that the valve was likely impeding the blood flow into the left main coronary artery resulting in the chest pain and ECG changes. 7 days after the valve implant mild concentric left hypertrophy and reduced ejection fraction were noted. 8 days after valve implant, a clot was noted and the valve was explanted due to suspected artial occlusion of the left coronary ostia. A non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.